Event description:
Customer reported a leaking cartridge on the waste line. Customer replaced the cartridge and the leaking stopped. Customer was requested to return the cartridge for eval. There was no impact to a pt as a result of this event.

Manufacturer narrative:
This event is being reported because it occurred in a potentially biohazardous environment.